Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced feeling dizzy. The patient's mother stated that they gave the patient food, drank 12 juices and took a glucose tablet. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.